Event description:
The complainant stated when the CPR is pulled; the head section will not lower. This was found during a preventive maintenance check.

Manufacturer narrative:
The tech isolated the issue to the head section drive. He replaced the head drive to repair the bed.